Event description:
The pt's venous needle became dislodged with no alarm condition. When discovered, the pt has respiration and pulse but no readable blood pressure. Blood loss was estimated at 2 units. The pt was transported to the hospital and rec'd 2 units packed cells.